Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction was reported. On (B)(6) 2024, the patient experienced a hypoglycemic episode when the receiver did not alert her due to the low, however the device was giving accurate readings. At that time, the patient was asymptomatic and was unaware of the low. She checked the blood glucose, and it was 55 mg/dl. Emergency service 911 was contacted and she was treated with oral glucose gel and dextrose. She was monitored in the emergency department and discharged the same day. At the time of the report, she felt tired. Of note, the patient inserted a wearable that failed after returning home from the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information available.